Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy procedure.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted along with hysterectomy to treat stress urinary incontinence. It was reported that she experienced pain, dysuria, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures including a mesh removal surgery in (B)(6) 2012 due to difficulty voiding. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017.